Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he had to be revived by paramedics after his wife had found him unconscious due to a hypoglycemic episode. Pt claims that his cgm had been accurate until his episode. Pt states; however, that he had been using acetaminophen at the time of the reported episode and that he wasn't aware of the fact that acetaminophen may effect the performance of cgm as it is listed in the user's guide contraindications. During the call to dexcom technical support, pt reports he was recovering with a slight headache.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.